Event description:
The customer reported being hospitalized due to high blood glucose of 468mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.